Manufacturer narrative:
One manifold with stand along stopcock was returned for evaluation. The reported event of manifold broken was confirmed. The luer connection for central venous catheter of volumeview manifold had been broken off and remained attached to the female connector of the returned stand-alone stopcock. Cross surface of broken part was rough and uneven. No other visible damage was observed from returned manifold. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use a catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using s catheter to obtain patient data information, and the occurrence of complications is well described in the literature. Due to the positive pressure the heart and the ventilator places on the lines, blood will be pushed out into the system if a break were to occur. Therefore, a natural flow of gas into the patient body is possible, but unlikely. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that while using this volumeview, the manifold broke. The patient hospitalized for management of a head trauma with right acute subdural hematoma and right frontal contusion, the thermistor manifold placed on the distal path of the central venous catheter was found broken, causing presence of blood reflux.